Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08feb2019, date rec¿d by MFR : 09jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04may2019. A touch screen assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the resistance and the resistance ration being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.